Event description:
It was reported that an extraction screwdriver broke during revision surgery on (B)(6) 2014. The patient was originally treated from c3-c6 with a vectra 3-level plate and eight 14 mm self-drilling screws on an unknown date. The surgeon decided to remove the existing hardware and add hardware to another level (at c7) and check for pseudarthrosis for an unknown reason. As the surgeon was removing the last screw, the screwdriver sheared and three fragments fell into the patient. All fragments were retrieved and there was no adverse event to the patient. No piece of the screwdriver remained in the patient. The fragments were removed easily with no additional medical intervention; there was no delay in the procedure. There was no issue with the plate or screws that were explanted. The surgery was successfully completed. This report is for 1 unknown vectra-3-level plate. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for 1 unknown vectra-3-level plate/unknown lot. Implant date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.